Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The patient underwent a CT scan of the head and four tumors were discovered secondary to metastatic melonoma. The patient had undergone 13 radiation treatments and was experiencing severe fatigue, and was unable to perform a cardio pulmonary exercise (cpx) stress test.